Event description:
It was reported that the device became stuck on the wire. A 1.6mm jetstream sc catheter was selected for use in a leg atherectomy procedure. The target lesion was 70% stenosed with no calcification. The anatomy was tortuous to get into the pt vessel, but then it straightened out. While loading, the thruway guidewire jumped back after going through the jetstream device. Atherectomy was completed, and an attempt was made to withdraw the jetstream catheter over the wire. The jetstream became locked on the thruway guidewire. Both devices had to be pulled out together, and access was lost. A new thruway wire was opened in order to balloon the vessel, but it could not be advanced back into the vessel due to the tortuosity. Another vessel was ballooned, and the procedure was completed. No patient 2134265-2021-07255 complications were reported.